Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient with this right ventricular (rv) lead attended a follow up visit and shock impedances were found to be within normal range. The previous out of range measurement was considered to be an isolated episode and the physician is not concerned with the high shock impedances previously found. The patient will attend normal follow-ups and continued to be monitored. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to high shock lead impedances. The patient's physican is aware of the situation and the pacing system remains implanted at this time. The patient will be monitored closely. No adverse patient effects were reported.

Event description:
Additional information reported that increased pacing threshold measurements were observed. Regular follow up will be continued.

Event description:
Additional information was received that the lead and device continued to exhibit high shock lead impedances. No adverse patient effects were reported. The lead remains in service.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.